Event description:
New information found part of the catheter was ¿sheared off¿ and in the cerebrospinal fluid (csf), not kinked or dislodged.

Event description:
Additional information received reported a part of the catheter ¿sheared off¿ in the cerebrospinal fluid and the catheter was ¿probably settled down low¿ in the intrathecal space. ¿new information found part of the catheter was ¿sheared off¿ and in the cerebrospinal fluid (csf), not kinked or dislodged.¿

Manufacturer narrative:
Catheter model 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was kinked and it was confirmed. It was noted that the patient had a known catheter fracture and the tip had migrated intrathecally. It was later reported that the catheter was completely fractured at the lumbar region. The patient started having increased symptoms of spasticity about two months ago. A new catheter was placed; same drug and concentration. They were started at a dose that was effective prior to symptoms. It was noted that the patient was being followed closely; unsure of current status. The drug in the pump was compounded baclofen.